Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that mvs power line fuses were blown. Replaced fuses and the system regained functionality. Fuses not returned to manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mvs would not turn on when it was plugged into an outlet. User tried multiple outlets. It was also stated that the line power lights were not on. There was no patient present.